Event description:
It was reported that post-operatively, the lead had high impedance and noise. It was also noted that there was a connector issue. The patient experienced a hematoma, lost true bi-v pacing and "did not feel good." The lead was revised and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.